Event description:
Pt was using a novafine pen needle 30g-1/3 to give insulin. The needle broke off in their stomach. They marked the spot and went to the ER. They made an incision and tried to remove needle (could see it on x-ray) but could not find it. They stitched pt up and pt went to a surgeon the next morning. He took pt to or with fluoroscope and tried to get it out. Still could not retrieve it. Closed pt back up. The needle is still inside pt.